Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the product was tested during inspection before the first use in a procedure. During testing the cuff could not be release completely, some air still remained inside and machine still showed residual pressure. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI :(B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified no damage or anomalies with the device. Functional testing was completed and both bladders inflated and maintained pressure properly. Both bladders also deflated normally. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.